Event description:
It was reported that the buttons on the customer's insulin pump were not responding. Her blood glucose level was 240 mg/dl. The customer stated the insulin pump may have been exposed to sweat. It was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Unable to verify battery out limit alarm due to no button response. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).